Event description:
During retinal surgery, the handle on the light pipe came completely loose and off the handle making it unsafe for use. A new light pipe was obtained and no harm came to the patient. The procedure was completed as planned with no major delays. Manufacturer response for ophthalmic surgical procedure kit, non-medicated, single-use, constellation vision system, edge plus blade valved entry system, 10,000 cpm ultravit probe straight endoilluminator, 25+ totalplus vitrectomy pak (per site reporter). A representative was notified. A complaint will be filed and we will return the device for failure analysis upon request.